Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that a 2008t machine had a 24 volt high alarm that was occurring in standby mode. The biomed also noticed a wire in the power supply that appeared burnt. Upon follow, the biomed confirmed finding the burnt wire. The biomed also reported finding burn damage on another part or component, but could not recall what component it was. The biomed described the burn damage as charred (or blackened), on both parts. To resolve the reported issues, the biomed replaced the power supply. There was no burning smell, smoke, melting, or arcing noted. In addition, there were no reports of sparks or flames. The biomed did not know how many hours were logged on the machine. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet, and there was no previous history of the machine failing the electrical leakage test. The damaged power supply was discarded and therefore was not available to be returned for evaluation. No photos of the damaged parts were available. After the power supply was replaced, the machine underwent and passed testing and was then returned to service. There haven't been any further issues with the machine.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.